Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right atrial lead was unable to be implanted for an unknown reason. The lead was not used and replaced during procedure. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.